Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 464 mg/dl. The customer stated treated with a bolus. The customer's current blood glucose 369 mg/dl. The customer was with the doctor who notice when she was programing that the up and down arrows were hard to press. The customer was asked to observe time clock for one minute to verify if time advances, found the time is moving. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.